Manufacturer narrative:
Na

Event description:
According to the information provided, the cannula tip broke during surgery. No patient injury was reported. No other information is available at this time.